Event description:
A user facility medsun report was received and states, ¿perclose¿ prostyle¿ suture-mediated closure and repair system was unable to be inserted into the patient's femoral artery. Healthcare providers were not able to advance the closure device. What was the original intended procedure? Left heart catheterization. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do.¿ no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event was estimated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Reportedly, the patient had tough skin and that the skin should have been stretched to make room for the prostyle device to enter. These circumstances of the procedure likely contributed to the resistance encountered. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from ni to no.

Event description:
Subsequent to the initially filed MDR the additional information was received: it was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after a diagnostic left heart catheterization procedure with a 6f sheath. Reportedly, the prostyle device was unable to be advanced into the patient¿s femoral artery. It was noted that the patient had tough skin and that the skin should have been stretched to make room for the prostyle device to enter. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.